Manufacturer narrative:
Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valves hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction related to a manufacturing deficiency. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed. Pannus overgrowth, or host tissue, is considered to be a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. A small amount of host tissue growth over the suture line is needed to form a non-thrombogenic surface and complete the healing process after valve implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients, and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation. Host fibrous (pannus) tissue growth is not a malfunction of the device. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. The most likely cause is patient factors.

Manufacturer narrative:
H10: additional manufacturer narrative: duplicate report was identified under MFR# 2023-16096-01 the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Manufacturer narrative:
Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valves hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.

Event description:
Through implant patient registry it was learned that a 25mm 3300tfx valve in the aortic position, was explanted after an implant duration of 6 years, 3 months due to unknown reason. The explanted valve was replaced with a 23mm 11500a valve. Per product evaluation, there was heavy calcification observed on the leaflets 2 and 3, moderate calcification on leaflet 1, and moderate host tissue overgrowth. A 4mm non-transmural tear was observed on leaflet 3 near commissure 1 on the outflow aspect. Calcification was evident on the tear.

Manufacturer narrative:
H10: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. H3: evaluation summary: complaint was of unknown reasons was unable to be confirmed. As received, all three leaflets had cuts of approximately 3mm x 7mm on leaflet 1, 4mm x 7mm on leaflet 2, and 4mm x 8mm on leaflet 3. The cuts had a smooth and straight edge. Cutout leaflets were not returned. X-ray demonstrated commissure 2 bent outward and metal band deformed around leaflet 1. Heavy calcification was observed on the remainder of leaflets 2 and 3, and moderate calcification on leaflet 1. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 5mm on leaflet 3 on the inflow aspect and 6mm on leaflet 3 on the outflow aspect. Host tissue on the stent circumference was minimal at both the inflow and outflow aspects. A 4mm non-transmural tear was observed on leaflet 3 near commissure 1 on the outflow aspect. Calcification was evident at the tear. Calcification restricted leaflet mobility and led to stenosis. Sewing ring had multiple cuts around the valve. Wireform was exposed around leaflet 1 and commissure 2. Multiple suture threads and pledget were observed around the sewing ring.

Event description:
Through implant patient registry it was learned that a 25mm 3300tfx valve in the aortic position, was explanted after an implant duration of 6 years, 3 months due to unknown reason. The explanted valve was replaced with a 23mm 11500a valve.

Manufacturer narrative:
H10: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.